Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 300 mg/dl. The customer was treated with bolus for high blood glucose level. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.